Event description:
It was reported by the center that while in the or for a pump exchange on a left ventricular assist device (lvad) pt they noted that the inflow valve was missing one leaflet and another leaflet was compromised. In addition, the hosp noted that one of three leaflets on the outflow valve was incompetent. The inflow and outflow valve observations were explant findings.